Event description:
"Pt reported squeaking. Very loud in both hips, especially when sitting for a long period of time or when flexing buttock. Developing pain in the area accompanying squeak. Trauma in 2004 (fell in bathtub). Pt no longer squeaking. Has moderate pain."

Manufacturer narrative:
An evaluation of the device can not be performed as the device has not been explanted.